Event description:
Patient was in the or for colostomy reversal and product misfired. Device fired staples, but failed to cut tissue. The surgeon sutured the entire area for safety and performed intra-op colonoscopy to ensure integrity of anastomosis. Surgeon states suture margin looks clear after colonoscopy.